Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limbs of three rt235 infant dual heated evaqua breathing circuits were cracked. This was observed before use on a patient. It was also reported that the complaint devices were discarded at the healthcare facility.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual heated evaqua breathing circuits had been discarded at the healthcare facility. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we receive further information and have completed our analysis.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual heated evaqua breathing circuits had been discarded at the healthcare facility. An attempt was made to obtain additional information regarding the reported cracking of the expiratory limbs but no reply was received from the healthcare facility. Without the complaint device or additional information, we are unable to confirm and determine the root cause of the reported fault. A lot check revealed no other complaints of this nature for lot number 090831. Our user instructions that accompany the rt235 infant dual heated evaqua breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The staff at the healthcare facility correctly checked the subject breathing circuit before patient use, which is in line with our user instructions.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limbs of three rt235 infant dual heated evaqua breathing circuits were cracked. This was observed before use on a patient. It was also reported that the complaint devices were discarded at the healthcare facility.